Event description:
It was reported by the patient that the clinic was not receiving transmissions from the previously working remote monitor. Troubleshooting steps were taken to no avail. The patient was later able to send a successful transmission. The patient is not returning the monitor at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.